Event description:
The hospital reported that during an endoscopic vein harvesting procedure to procure a vein for a fem-tib bypass on a male, bka amputee, diabetic with pronounced edema in the leg, visualization was intermittent/poor in the tunnel with the use of two hemopro 2 devices. The hospital's gs1000 35l insufflator was alarming with either "overpressure" or "flow restriction" during periods when the tunnel collapsed. All connections, tubing, and the btt balloon patency were checked. The hospital also looked for leaks around the incision site but none were found. The co2 flow was increased, finally as high as 9 1/min and the pressure was turned up to 25 mmhg. The insufflation tubing set, and btt were switched with no improvement. Distal insufflation was attempted with both hemopro 2 devices, also with no change to visualization. The co2 flow was reduced to 4 1/min and the pressure to 12 mmhg. An incision was made high in the leg in order to tie off the vein. A hissing sound was heard indicating that there was co2 flow. The harvest was completed by stuffing wet laps into the upper incision area to block off co2 escape from the additional incision. The vein was procured after approximately 2 hours.

Manufacturer narrative:
Refer to MFR report # 2242352-2012-00695 for the related report. Investigation results: the hemopro 2 tool and cannula were returned to the factory for evaluation. Upon receipt, the device showed signs of clinical usage and evidence of blood. A visual inspection did not identify any nonconformances that may have contributed to the reported event. Air was applied to the distal insufflation connector on the device cannula several times; no restrictions were observed while applying air. Based upon the evaluation results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).